Event description:
Procedure type: unk. According to the reporter: the needle has difficulty passing through the pt's tissue and then broke. The piece was recovered quickly and operating room time was not extended. There was no tissue damage or pt injury.

Manufacturer narrative:
(B) (4). (B) (4). Quality assurance evaluated this device and was unable to detect any discrepancies related to the components or the manufacturing of the product. There were no visual or functional abnormalities noted during the examination. A representative quality assurance needle was loaded into the jaws of the instrument for functional testing. The needle was able to pass from one jaw to the other without difficulty. Based on historical data and laboratory testing, the broken needle can occur when excessive force is placed on the needle during use.

Manufacturer narrative:
(B) (4). (B) (4). Quality assurance evaluated this device and was unable to detect any discrepancies related to the components or the manufacturing of the product. There were no visual or functional abnormalities noted during the examination. A representative quality assurance needle was loaded into the jaws of the instrument for functional testing. The needle was able to pass from one jaw to the other without difficulty. Based on historical data and laboratory testing, the broken needle can occur when excessive force is placed on the needle during use.